Manufacturer narrative:
D9. Date returned to manufacturing "20-jun-2024". One used device was returned for evaluation. Functional test and visual inspection were performed. Functional testing verified the customer's reported system fault. The intermittent motor is the most probable cause. The intermittent motor was replaced. There was no applicable evidence in the event history log. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.